Event description:
A patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support, the patient experienced hypotension followed by loss of placement signal. The pump presented suction issues with no specified resolution. Later, the patient was successfully explanted and survived. Additional information was received. The area manager does not have the pump to return. The decoupling manifested due to low cardiac output.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product was returned. Optical sensor issue/pump suction: the clinical details state that the lv signal became disconnected from the ao ps and there was suction at p-5. The data logs show that there was suction alarm #14 triggering on 10/04 and then triggering again at the time of the reported event on 10/05. During this time the lvps can be seen to begin to mildly decouple from the ao ps, as the motor current max began to trend down gradually causing a trend up in the dpmin. The placement signal remain relatively stable during this time along with snr and the rest of the 5s parameters. This issue seems to resolve with adjustments of the p-levels and suction is not triggered for the duration of the two days. There were no motor current spikes or drastic changes of flow during this time. Due to lack of clinical details regarding positioning of the pump and no product returned, the root cause of the optical sensor issue and the suction issue cannot be established. Hypotension: the cause of the clinical symptom cannot be determined due to insufficient clinical details. Device history lot: device lot: 1960372. Device history batch: subcomponent: n/a. Device history review: impella 617314 passed all post sterile inspection checks.